Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 12/14/2017 resulted in defect found; black chemistry observed and returned test strips produce low readings and the event was determined to be reportable. Final root cause: black chemistry due to improper storage.

Event description:
Consumer reported complaint for multiple errors messages. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call on (B)(6) 2017, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called in and states that the meter is giving multiple errors messages. Customer is not sure what the error messages were. Customer wasted several strips trying to run a blood test. Customer is currently not having any symptoms pertaining to diabetes at this time. Verify customer is storing the strips properly. Customer confirmed there was no adverse during the use of the product.